Manufacturer narrative:
This report is submitted on april 05, 2019. (B)(4).

Event description:
Per the clinic, the patient experienced infection at implant site; subsequently the patient's abutment was replaced (date not reported).

Manufacturer narrative:
It was reported that the patient was treated with oral and topical antibiotics, a skin reduction was also performed (date not reported). This report is submitted on september 04, 2019.